Event description:
Caller states the patient tested 3.1 inr on the coaguchek s system and 2.2 inr on a comparison lab. No action taken on device result. No adverse event reported. Strips are unavailable for return.